Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient died due to arrhythmia and multiple organ failure. It was noted that the patient experienced a headache and underwent puncture surgery. It was noted that the implantable pulse generator (ipg) was adjusted before the surgery. After the surgery the patient fell into a coma with symptoms of bradycardia. The patient was transferred to intensive care unit (ICU) and program controlled examinations were carried out and the ipg reprogrammed, the staff noting that the ipg was working normally. The patients family suspect the pacemaker did not work and causes the patients death.